Event description:
The following was reported via maude event report (B)(4): (B)(6) 2010 - implanted with a bard mesh patch. Unspecified injury that required intervention.

Manufacturer narrative:
Based on the information provided, it is unk whether the device may have caused or contribute to the reported event. The initial report alleges the implant of a bard mesh patch and an unspecified injury requiring intervention. The information provided is limited and does not include the identify of the reporter; therefore, additional information cannot be requested. Product identifiers were not included in the report; therefore a review of the manufacturing records could not be conducted. The report identified the manufacturer as nj ram, while the brand is identified as bard. Additionally, in (B)(6) 2011 (B)(4) pled guilty to importing and reselling counterfeit surgical hernia mesh products. With the information currently available we are unable to determine if the device is a bard product or a counterfeit product.